Manufacturer narrative:
Other, other text: device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump had a watchdog error. There was no patient injury reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were missing on the bottom case and plunger assembly upon receipt and the right plunger case was cracked. Error codes were found in the ehl (event history log). The customer reported problem was not duplicated during the investigation. Root cause of the reported event is unknown and could not be determined as no fault was found. Replaced the speaker preventively, performed preventive maintenance and all functional testing. A CAPA was opened for the primary audible alarm background test issue which is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: b5: correction: describe event or problem: updated with additional information received. D4: correction: model number: 3500.

Event description:
Additional information was received by the manufacturer on 19-jul-2022 via email and attached to the complaint object: no patient use, error found during setup.